Event description:
It was reported that the device failed to complete the cyber security upgrade and went into backup vvi mode. The device was restored and reprogrammed successfully. The patient was asymptomatic.